Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).

Event description:
It was reported the epg (external pulse generator) was in use on a patient when it was found to be turned off. The cover of the device was found to be intact and appeared not to have been touched. A new battery had been placed three days prior. When checked with a tester, the battery voltage was 9.46volts. The epg was returned for evaluation. The patient's own intrinsic rhythm was 145 bpm (beats per minute). No patient complications have been reported as a result of this event.